Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with nausea, vomiting and dehydration. No blood glucose reading was reported. The customer also stated that she had a kidney and vaginal infection, which she was taking anti-biotics for. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.